Event description:
It was reported that post-implant procedure the right ventricular (rv) lead exhibited high thresholds. It was determined the lead had micro-dislodged. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.